Event description:
Info received indicates the stretcher brakes will hold, but the swivel will not hold when in brake.

Manufacturer narrative:
The tech replaced all of the caster stems and horns to repair the stretcher.